Event description:
Bilateral implantation for augmentation on 12/15/89. On 12/26/89, had bilateral incision rash and on 1/16/90 there were open wounds. Left closed with medications. Right wound closed with sutures on 2/27/90. Rptr had multiple episodes of bronchitis in 1990 and 1991. On 1/24/91, right breast incision opened with infection and significant implant exposure. The right implant was explanted due to infection on 1/31/91. Rptr received a new right implant on 3/29/91. On 8/18/94, both implants were explanted. Rptr has had multiple health changes. Possible systemic health problems since 1989 (esp. 1993) include frequent infections/open wounds, night sweats (1994), enlarged bilateral axillary and cervical lymph nodes, spontaneous (pathological) rib fractures "sneezing" (1994) right ribs 2 fractures or tumors at close proximity to past open wounds and implant exposure 1989-1991, breast/finger numbness, chest pain/fatigue/memory loss. Pt never advised of polyurethane or silicone side effects before surgeries.